Event description:
It was reported the customer had a keypad anomaly. The customer's mother stated their up button was not functional. It was also found the customer's buttons were hard to push. The customer also reported experiencing battery problems with their insulin pump. Customer declined to troubleshoot for their low battery. Customer's blood glucose was around 200 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump was received with unresponsive up arrow button due to flattened button dome switch. The insulin pump received with normal operating currents and no unexpected low battery alarm or off no power alarm noted. The insulin pump has minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.